Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported the device battery was depleted to the point of therapy unavailability. The device time was more than 90 minutes off from the programmer. It was also noted electrodes 0,1,2,3,4,5,6,7,8,9,10,11,12,13 ,14,15 were out of range. The ins and leads were explanted.

Manufacturer narrative:
Continuation of d10: product ID neu_siliconeanchor; product type: 0001-accessory; product ID neu_siliconeanchor; product type: 0001-accessory; section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-60 ( (B)(6) ); product type: 0200-lead; date brand name ; product ID 3778-60 (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #: (B)(4): analysis information: (B)(6) 2024, 13:05:20. Cst pli# 10, product ID: 97715. Below is unedited, system generated text. Based on the analysis finding code(s), the returned device was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2009, product type: lead, product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2009, product type: lead, product ID: neu_siliconeanchor, serial#: unknown, product type: accessory, product ID: neu_sili coneanchor, serial#: unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, the device battery was depleted to the point of therapy unavailability. The device time was more than 90 minutes off from the programmer. It was also noted, impedances on 0-7 are out of range. 8-15 is good, other electrode 10. Patient had coverage at bottom of 8- 15. The ins and leads were explanted.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number#: (B)(6)), found that it was functionally okay with insignificant an omalies. Analysis of the electrical stimulation leads (serial number#: (B)(6)), found that the lead body conductor was broken at the anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.